Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes and adverse events: death, infection, hematoma, t- wave oversensing, inappropriate shocks, lead dysfunction and lead dislodgement. Lead status in unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is an estimation. Referenced article: outcome after implantation of a cardioverter defibrillator in patients with brugada syndrome: a multicenter study-part 2. Circulation. 2013;128(16):1739-1747. (B)(4).